Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the endotracheal tube's cuff had an air and "voice" leak during use. Reintubation was required and there was no patient harm.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the cuff presented a small cut. An inflation/deflation test was performed; 25 cc of air was applied to the cuff using a syringe, and it was observed the cuff deflated immediately. It was reported that the endotracheal tube's cuff had an air and "voice" leak during use. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: test the cuff, pilot balloon and valve for integrity by inflation prior to use. Insert a luer tip syringe into the cuff inflation valve housing and inject enough air to fully inflate cuff. After test inflation, completely evacuate the air. Check to verify that the cuff inflation system is not leaking. Integrity of the system should be verified periodically during the intubation period. Any deviation from the selected seal pressure should be investigated and corrected immediately. Each tube¿s cuff, pilot balloon and valve should be tested by inflation prior to use. If dysfunction is detected in any part of the inflation system, the tube should not be used and should be returned. Do not overinflate the cuff. Ordinarily, the cuff pressure should not exceed 25 cmh2o. Overinflation can result in tracheal damage, rupture of the cuff with subsequent deflation, or in cuff distortion which may lead to airway blockage. Various bony anatomical structures (e.g., teeth, turbinates) within the airway or any intubation tools with sharp surfaces might jeopardize cuff integrity. Damage to the thin-walled cuff during insertion will subject the patient to the risk of extubation and re-intubation. If the cuff is damaged, the tube should not be used. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.